Manufacturer narrative:
The investigation into the purge issue/purge flag issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs showed that during a purge cassette change, ic5090 began to alarm for "purge disc not detected". A physical and visual inspection of the purge assembly revealed that the purge disc flag had broken. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the nurse was attempting to change the cassette, due to the hospital policy of 5 days per cassette, and the automated impella controller (aic) failed to progress through the steps. It was reported that the nurse called clinical support and was advised to change out the aic. The aic was replaced without issue and the patient reportedly remained stable throughout. Additionally, a new purge cassette was used in the replacement aic. There was no patient harm reported.